Event description:
The customer stated that she performed normal control tests, and her results ranged from 180-200 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 188 mg/dl and 202 mg/dl. The normal control range was 97-134 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. The customer stated that she had plenty of new test strips, so replacement products will not be sent.